Manufacturer narrative:
Bhogal, p., chudyk, j., bleise, c., lylyk, I., perez, n., henkes, h., <(>&<)> lylyk, p. (2018). The use of flow diversion in vessels =2.5 mm in diameter¿a single-center experience. World neurosurgery, 118. Doi:10.1016/j.wneu.2018.06.245 the pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there does not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2018-00933 2029214-2018-00934. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of post-procedure complications after pipeline implantation. The purpose of this article was to review the use of flow diversion on vessels less than or equal to 2.5mm in diameter. The authors retrospectively reviewed patient data and identified 29 patients (22 female, 7 male) with an average age of 56 years who underwent flow diversion treatment of aneurysms. The article notes the following outcomes of pipeline patients: patient 9 ((B)(6), male) underwent placement of a pipeline 3x20 (pli 20) n the treatment of a dissecting aneurysm in the right mca bifurcation. The patient had worsening symptoms of compression and therefore underwent retreatment; however, the patient had a hemorrhagic stroke, which led to death.